Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineering (fse) confirmed with robotics coordinator that after performing a system restart all issues were resolved. No additional issues or errors reported. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause could not be definitively established as the phone details did not specify a potential causality related/attributive to the reported issue. Field service engineering (fse) confirmed with robotics coordinator that after performing a system restart all issues were resolved.

Event description:
It was reported that the operating room manager stated that, prior to the start of the case, the image appeared flipped. The surgeon then restarted the system, after which the image returned to normal and no further troubleshooting was required. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no specific scope or instrument identified, it happened on multiple cases. There are no photos for review.